Manufacturer narrative:
One used device was received for evaluation. As received, the filter was wetted out. The set was leak tested per specifications and no leakage was observed. The complaint of a leakage from filter vent can be confirmed due to the wetted-out filter. The probable cause of leakage is due to a temporary or complete loss of hydrophobic properties of the filter material due to an infusate interaction during use. The lot history was reviewed; no nonconformities were identified that may have contributed to the reported complaint. Additional information d9 section.

Event description:
Event occurred regarding a primary plum set, orange polyethylene lined light resistant tubing, clave y-site, secure lock, 103 inch where is was stated in the report that "the product would drip leucovorin from the filter vent during infusion." There was patient involvement but no patient harm. There was one (1) device quantity affected.

Manufacturer narrative:
Additional reporter: (B)(6). The device has been requested for evaluation- it has not been received. The investigation is pending.